Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted the patient had been lost to follow up since implant. The clinic will discuss replacement options with the patient. At this time the ICD remains in service and no adverse patient effects were reported.